Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. The device was not returned by customer.

Event description:
Kimberly-clark received a report stating that during use of the device the grey tapered end of the device, specifically the part that fits into the suction tubing near the orange button, separated from the white plastic housing. The separation allowed for visualization of the clear subglottic line. The device continued to function after the separation occurred. The grey tapered end hung loose and dangled off the white housing of the tube. There was no reported patient injury.